Event description:
It was reported that a patient underwent a procedure with an ep shuttle rf generator system and a high temperature with no error occurred. After two hours of procedure, the temperature was abnormally high, displaying more than 50°c in the left ventricle. After replacement of the catheter, temperatures were normal again. The procedure was completed successfully. The catheter was removed without difficulty and there were no consequences to the patient. Upon request additional information was received on the event. The high temperature observed was actually 69°c. The system did not stop ablation when the temperature cutoff value of 60°c was exceeded. Therefore the user had to stop ablation using the ¿stop¿ button. Since the system did not stop ablation when the temperature cut off value was exceeded, that is indicative of a reportable event.

Manufacturer narrative:
Additional clarification was received on the event that the previously reported information was incorrect. There was a high temperature seen of 50°c. The system did stop ablating when the temperature cutoff value of 50°c was reached. Therefore, the system performed as intended. The potential that this could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore this event has been reassessed as not reportable. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Method - (B)(4) (actual device tested). Results - (B)(4) (no malfunction found. Device is working properly). Conclusion - (B)(4) (no malfunction found. Device is working properly). (B)(4). It was reported that a patient underwent a procedure with an ep shuttle rf generator system and a high temperature with no error occurred. Additional information was received that the system did cutoff when the cutoff was reached, therefore this event has been reassessed as not reportable as the system operated as intended. The device was evaluated and no error was found. The device is within specification. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device. The issue was related to the failure of the catheter. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to stockert 70 system approved under PMA # p990071. (B)(4).